Manufacturer narrative:
The hill-rom technician found the casters not holding in brake position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found the brakes not holding. The bed was located at the account in the emergency room hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).